Event description:
A journal article was reviewed that contained information regarding conduction system pacing. The article reports one patient who had a significant increase of left bundle branch lead threshold four days post implant evidenced by the sudden appearance of bradycardia on remote monitoring. The patient underwent repositioning of the lead in the same location. The status/disposition of the lead appears to be still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety and feasibility of conduction system pacing in patients with congenital heart disease. Journal of cardiovascular electrophysiology. 2021;32:2692¿2703. Doi: 10.1111/jce.15213 . If information is provided in the future, a supplemental report will be issued.